Event description:
It was reported that a user experienced repeated insulin delivery occlusions with an infusion set and the issue resolved only after a full supply change. Customer care agent assisted with a full supply change recommendation. Investigation of this case revealed that the occlusions ceased after replacement of supplies, indicating resolution with standard maintenance. No symptoms reported during the event. Outcomes included no reported medical intervention. It was concluded that the event was attributable to an infusion set or supply-related occlusion that resolved after the supply change, with no further action required at this time.